Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2016. The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date apollo has not received the device. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. If returned, visual examination may confirm or determine another connecter type associated with this event. The reporter of the event was asked to provide further information regarding the implant date, diagnostic testing, and patient information. The reporter stated they are unknown. Device labeling addresses the reported event of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak." The port was removed and replaced.

Manufacturer narrative:
Supplement #1-medwatch sent to FDA on 03/28/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual examination noted brown particles on the port septum and port housing. Non-penetrating scratches were noted on the port base. The port base was also noted to be discolored, and brownish in color. An air leak test was performed and noted the device to be leaking from the port taper tubing. A fill inspection test was performed, and found no blockage or resistance to flow. A microscopic analysis was then performed, and observed a smooth opening on the port taper tubing.